Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted that the helix was pulled, stretched and overdressed, there was blood on the distal electrode and it was visually noted that the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the right atrial (ra) lead could not easily pass through the tortuous vena cava. It was notedthat under fluorscopy, that the helix of the lead could be seen to be extended. The physician retracted the helix to remove the lead. It was further found that the helix was not able to fully retract. The ra lead was not used and a different lead was implantedduring the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.